Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump fell to the ground and now the display alternately turns black and white with the red led light blinking. The customer's blood glucose at the time of incident is unknown. The customer stated that the battery seemed to be damaged, but that the battery cap is fine. The customer was advised to change the battery to a new aa lithium or alkaline battery. The customer confirmed that they will call back if the display issues persist. No products were returned or shipped.